Event description:
The pt fell onto the ground in a garden and banged his head against a hard surface. There was a very big bruise over the position of the implant. Once the bruise was re-absorbed, testing showed that the device had malfunctioned.